Manufacturer narrative:
Batch review performed on 19 july 2024. Lot 2207373: (B)(4) items manufactured and released on 02-may-2022. Expiration date: 2027-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 4 months from the primary, the patient came in reporting pain, due to a loose cup. The surgeon revised the medacta cup and liner with a competitor's implants and revised the medacta head with another medacta head. The surgery was completed successfully.